Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Water solenoid improperly installed so that tubing is being completely pinched off and water flow is badly restricted. Air tubing worn; nozzle grip worn; debris in water filter. The j-nozzle arrived installed backward which will pinch off airflow to the powder bowl and cause a lack of powder/prophy activation.

Event description:
While using a g137 scaler, the insert tips were overheating; no injury resulted.